Manufacturer narrative:
The rasp handle was returned with a fractured weld. High frequency vibrations due to impaction on the distal region may have induced fracture initiation and eventual fracture in due course of time. The rasp handle also showed signs of extensive use, which has caused the formation of sharp burrs near the strike plate and denting along the outside of the handle. The device was used for treatment. The damage noted and the potential field age of the device (21 years and 2 months) indicates the device most likely reached the end of its useful life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery, the surgeon was rasping for the femoral stem, and the rasp handle broke.